Event description:
It was reported the charging paddle becomes hot when charging. The pt stopped charging before it caused discomfort or pain. The pt received a new charger and the sjm rep confirmed the charger communicates with the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.